Event description:
It was reported that guidewire stuck occurred. An angiojet solent omni catheter was used for thrombectomy procedure. During the procedure, physician attempted the catheter over the guidewire, however it got stuck halfway and would not go further. Both catheter and guidewire removed from the patients body and the procedure was completed via alternative method. There were no patient complications reported.